Manufacturer narrative:
(B)(4). The rt268 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. The complaint rt268 infant dual heated evaqua2 breathing circuit was not returned to fph in (B)(4) for investigation. Photos were requested however none were available as the hospital had discarded the breathing circuit prior to reporting the event. Without the complaint device or photographs from the hospital, we are unable to determine definitively the root cause of the reported fault and what may have caused the problem experienced by the customer. The hospital reported that the subject breathing circuit passed the ventilator leak test and had been in use for three days. All rt268 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that they found a crack on the swivel wye of an rt268 infant evaqua 2 breathing circuit after 3 days of use. There was no reported patient consequence.